Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction code reappeared, and they acknowledged this guidance.